Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the axes controller platform (acp2) due to error 32101. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the acp.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported error 32101 occurred when installing the arm drape. The customer power cycled the system, but the issue persisted. After checking the log, the intuitive surgical, inc. (Isi) technical support engineer (tse) found the incorrect voltage on the axes controller platform (acp2) caused this error. The tse guided the customer to run a hard power cycle twice, but the symptoms were the same. The customer could resolve the error by pressing the disabled boom icon, but the boom could not move anymore. The boom position was not applicable to today's procedure. Another da vinci system was in use. Eventually, the surgeon elected to convert this procedure to laparoscopic surgery. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the conversion did not result in increasing port size incision or additional ports. The patient tolerated the change with no injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) did receive a da vinci product involved with this complaint to perform failure analysis. The configurable (cfg) axes controller platform (acp) was returned for failure analysis, and the reported error 32101 was replicated and confirmed. In system logs, the errors 32101 was found indicating a high side switch error. Upon visual inspection, no issues were found that would be related to the reported event. This acp cfg was installed, programmed, and tested on the printed circuit assembly (pca) where error 32101 was triggered at startup, replicating the reported event. The acp cfg was aba tested, replaced with a known good gold unit, power cycled the system 12 times with no error reported, and let it idle for one hour in normal mode with no error triggered. The probable root cause is attributed to the configurable (cfg) axes controller platform (acp).

Event description:
Refer to h11 for follow-up information.